Event description:
The customer received a blood glucose reading of 32mg/dl on the contour next usb meter, re-tested on a different meter and the reading was 133mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant no adverse event was alleged. The test strips are not expected to be returned for investigation. The meter was replaced.